Manufacturer narrative:
Film evaluation results are: a review of returned pre-implant CT¿s revealed that the patient had a 61mm max diameter aaa. The proximal neck diameter just below the lowest left renal artery measured ~21mm (~17 x 21mm flow lumen diameter), and 1cm lower was 22mm (16 x 18mm flow lumen). The neck contained significant thrombus and calcification along its 3cm length; especially noted on the lateral-right side of the neck. The infrarenal neck was angulated ~45deg a-p; relative to the distal aorta. Near the top of the aaa sac ~3cm below the left renal, a pair of lumbar arteries were seen feeding the posterior side of the neck the iliac arteries were mildly angulated with areas of calcification. Review of CT¿s 2 days post-implant revealed that the patient was implanted with an endurant evo stent graft system. The bifurcate was positioned just below the lowest left renal artery. The bifurcate proximal stent graft od measured ~21mm, and there was ~3cm of proximal seal length. There was lack of stent graft apposition seen along the mid-length of the proximal neck (right and posterior) likely due to neck thrombus and calcification. The aortic body was essentially straight in the a-p axis. The infrarenal neck and aortic body were angulated ~45deg a-p and 25deg r-l; relative to the distal aaa. The main device was placed up the right side, and the ipsi limb was seen positioned into the distal right common iliac artery. The contra gate opened on the right side. The contra limb was implanted proximally overlapping the gate ~3cm, and extended distally into the distal portion of the left common iliac artery. The max diameter aaa measured 62mm; no clear endoleak was observed within the aaa sac via contrast and non-contrast. Near the bottom of the proximal neck 2 lumbar arteries were seen feeding the aorta but unclear if this was an active type ii entering the aaa sac or confined to the proximal neck. Both limbs were patent and no other issues were observed. The exact cause of the reported proximal type I endoleak could not be determined from the films provided. An endoleak could not be clearly seen; however, there was a possible type ii endoleak observed near the bottom of the neck which may have been pressurizing the aaa. The proximal neck contained significant thrombus <(>&<)> calcification with incomplete stent graft apposition noted along the mid-length of the neck, which may have contributed to the reported type ia endoleak.

Event description:
Additional information received reported that there was not a type ia endoleak on the one month follow up CT imaging.

Manufacturer narrative:
(B)(4).

Event description:
An endurant evo stent graft system was implanted in the patient for the endovascular treatment of a fusiform 63 mm in diameter abdominal aortic aneurysm. The proximal neck measured 22 mm in diameter along a 32 mm length with supra-renal angle of 17 degrees and an infrarenal angle of 50 degrees. Two days after the endurant evo 25x13x131 stent graft was implanted, a CT revealed a very small proximal type ia endoleak. The diameter of the aneurysm had decreased to 60 mm. No intervention was necessitated for the type ia endoleak. No clinical sequelae were reported and the patient is fine. Please note that this device, endurant evo, is not marketed in the united states; however, it is similar to the united states marketed device, endurant ii. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.